Manufacturer narrative:
Product analysis (B)(4): ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. The marksman catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: no bent or kink was found with pushwire. However, the distal hypotube was found to be broken. In addition, the distal hypotube was found to be stretched. The remaining segment of pushwire was not returned for analysis. Therefore, any contributing factor could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex was confirmed to have resistance as the distal hypotube was found to be broken and stretched. Per the sem result, the broken end failed via ductile overload. From the damages seen on the hypotube (bro ken)/(stretching) and braid (frying); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. The marksman catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. However, based on the analysis findings, the pipeline flex could not be confirmed to have failure open at distal as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (lot: unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline encountered resistance with the marksman catheter, failed to open and was found damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left cavernous sinus with a max diameter of 13 mm and a 6.5 mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 3.9 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed a large aneurysm of the left cavernous sinus segment. It was reported that the surgeon is a very experienced aneurysm surgeon with experience in treating a variety of complex neuro interventions and is very familiar with the properties of various materials. In this operation, the doctor chose a long stent in the tortuous pathway, which led to the failure. After the surgeon established the access, the guidewire synchro led the marksman to m2, and then synchro led the echelon10 to the aneurysm. Based on the measurement data, a 4-30 stent was selected and delivered after hydration pre-filling for 2 minutes. Then, when the stent reached the cavernous sinus segment and moved upward, an increase in resistance was felt. After it was delivered with force to the horizontal segment of the middle cerebral artery, it could not be pushed any further. The surgeon considered the pathway to be tortuous and the tension of the stent to be high, so he decided not to push it to go upper and started to deploy the stent. The first attempt was to withdraw the microcatheter and deploy the stent 10mm away. After waiting for a while, it was found that the tip of the stent was shrunk into a fish-mouth shape. The stent was then retrieved, and the plan was to use a microcatheter to push the small wings to make them open. The stent was then deployed for the second time, with a deployment distance of about 13mm. It was found that the tip end of the stent was slightly opened, so the operation was repeated and it was found that the tip end of the stent was not fully opened. So the stent system was removed and the stent tip was slightly damaged. The second stent was replaced with a smaller 400-25 model, which was successfully opened and the surgery was completed. The pipeline was used for an indication that was off-label; specifically using the marksman as the dedicated microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further compl ications were reported as a result of this event. Ancillary devices include an 8f puncture sheath, 8f guiding guide catheter, marksman microcatheter, echelon 10 microcatheter, synchro14 guidewire,  qc-12-40-3d, qc-10-30-3d, qc-8-30-3d coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance was determined to come from the stent, and the operator needed to use a lot of force when pushing the stent and the guide wire upwards. There was no resistance on the catheter when the access was established. There were burrs on the tip of the stent, and the guide wire was damaged when the operator was withdrawing the stent. The stent was not placed in the bend, the middle cerebral artery was horizontal. The surgeon retrieved the stent microcatheter twice and tried to push open the small wings with the tip of the microcatheter in an attempt to reopen the stent.